Manufacturer narrative:
Date of report: 06may19. Date rec'd by MFR:11apr19. Concomitant medical products. Device evaluated by MFR. The o2 solenoid was returned for evaluation. No obvious mechanical damaged to the unit. No dust/debris on valve noted. The o2 solenoid was tested. There was no product deficiency found. The reported condition was not duplicated. The da pcba has not been received for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/20/2018. The field service engineer (fse) evaluated the device and replaced the o2 valve and the data acquisition (da) printed circuit board assembly (pcba). The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator generated an error relevant to oxygen (o2) device failure. The ventilator was in clinical use at the time of the event occurred. There was no patient harm reported as a result of the event. The event date was not specified; estimate used.